Event description:
Customer called lfs in 2002 to report customer's meter was not working due to an insert strip message.this was documented. Per "ccr's" notes in potential medical tab: customer had symptoms of high blood glucose, went to check blood glucose and could not due to insert strip message repating. Customer took 25 units of humalog instead of customer's normal 5-10 units. Customer is on a sliding scale 2 hrs later customer had an insulin reaction, which customer treated by self with glucose tablets. Customer does not have a backup meter and needs one as soon as possible, doing a field exchange for customer.